Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device would not advance into the vessel. We tried another angio-seal device, and it was fine. Arteriotomy locator failed to advance over the wire into tract. Procedure was a digital subtraction angiography (dsa)left leg with angioplasty. A 6f femoral sheath used in common femoral artery (cfa). Another angio-seal from the same batch was used and was successful. Additional information was received on 08july2021: patient was in stable condition.